Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. The data from the battery of the handle was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates the handle was released meeting all medtronic quality release specifications at the time of manufacture. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, they loaded up the device and it worked fine, closed the jaws and set it on the back table. When it was ready for use the handle was completely dead. They had to use a manual retraction tool to open the jaws and disassemble the device. In addition, they could not re-center the adapter to be placed on the handle. When placed on there the handle would not recognize the adapter. They switched back to using their staplers to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, they loaded up the device and it worked fine, closed the jaws and set it on the back table. When it was ready for use the handle was completely dead. They had to use a manual retraction tool to open the jaws and disassemble the device. They switched back to using their staplers to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device received. Engineering did an analysis of the system logs. In log 290, the returned adapter and reload was used, the log ends with no reset command of any kind while the reload is fully clamped. This corresponds with the reported condition. This is followed by a series of empty log files. The rear handle housing was removed and thought there was contamination found near the j8 flex cable and also on the main board of the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the findings from this evaluation and previous test data of the handle's reliability to the approved process, it can be concluded that the power pack was exposed to an unknown process outside of the intended use specified in the instructions for use (IFU). This process led to unwanted ingress of an unknown substance that impacted the electronics. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.